Manufacturer narrative:
Update to d9: device returned update to h3: device evaluated update to h6: type of investigation update to h6: investigation findings update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, they were setting up a bed for their customer on 06/10/2024, and when attempting to raise the head of the bed they heard a "clicking" sound that was followed by a loud "pop". The customer reported there was no visualized spark, but the unit began to smoke. The customer reported they removed the bed from their customer's home and replaced it with a new bed after the incident occurred. The customer reported there was no injury that occurred as a result of the reported incident. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, they were setting up a bed for their customer on 06/10/2024, and when attempting to raise the head of the bed they heard a "clicking" sound that was followed by a loud "pop". The customer reported there was no visualized spark, but the unit began to smoke.